Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow up #2: 08/09/2012-)-device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(6) 2012] with the following findings:test strips have passed all testing with no faults found. The control primary allegation was not confirmed. However, during pa testing it was determined that the control solution had an ecs-cs failure (high gluocose). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.